Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the brain indicating red disconnection error, all channels stopped, and pump turned off with no alarms. Pump was plugged into red outlet." Htm unable to identify pump related to this event. Received "channel disconnected error message indicative of damaged iui connectors. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.